Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro. Jaws came apart while in use. The customer stated that a small piece dislodged from the device while in the patient they were able to flush it out. Patient was transferred to the ICU.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/11/2019. Signs of clinical use and evidence of blood was observed on the base of the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the middle of the hot jaw to the tip, but remained attached at the base and tip. The silicone insulation on the cold jaw at the base of the jaw was observed to be peeled away from the cold jaw. The peeled silicone was not returned for evaluation. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted; bent wire" was confirmed.

Manufacturer narrative:
Corrected section: h1-changed to serious injury. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro. Jaws came apart while in use. The customer stated that a small piece dislodged from the device while in the patient they were able to flush it out. Patient was transferred to the ICU.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro. Jaws came apart while in use. The customer stated that a small piece dislodged from the device while in the patient they were able to flush it out. Patient was transferred to the ICU.